Event description:
It was reported that the patient was found to have "poor pain coverage". About three weeks later, during a catheter access port contrast study, sediment was seen in the catheter. To address the issue, saline was pushed through the catheter and the pump was reprogrammed for a lower dose, dropping from 6mg to 4mg. It was noted that the event was possibly related to the device or therapy, but wasn't likely related to the implant procedure. The event had been resolved without sequela. The drug used in this system was dilaudid.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: 2010 (B)(6), product type catheter. (B)(4).